Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 142 mg/dl at the time of incident. Customer indicated that they removed the battery for 10 minutes, cleaned the battery contacts and replaced the battery but the display did not return. Customer declined to troubleshoot and only wanted a new pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 found in the formatted history file due to a corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform the functional tests, including the selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the critical pump error. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a faded serial number label. The pump was received with minor scratches on the display window, case and keypad overlay. No blank display anomaly was noted.